Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a downstream occlusion error. There was no patient involvement.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Confirmed customer complaint of ¿downstream occlusion error¿: yes. During performance verification occlusion testing, the downstream occlusion sensor was found to be defective and did not trigger the downstream occlusion alarm. Replaced downstream occlusion sensor and conducted performance verification testing. Passed all tests. Software version installed.